Event description:
The customer reported to olympus, the instrument channel on the evis exera iii colonovideoscope was ¿blocked.¿ there were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The biopsy channel was obstructed, which had been attributed to insufficient cleaning. The brush could not pass through the biopsy channel. The glue on the rubber of the bending section cover was cracked, the switch button was cut, there was play on the control knob movement, scratches on the distal end plastic cover and dents on the plug unit of the scope connector. The investigation is ongoing and follow up with the user facility is in process. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user accidentally inhaled a solid or high clay liquid in the case, resulting in clogging in the cylinder. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "operation manual_ inspection of the endoscopic system_ inspection of the suction function" " operation manual_ insertion_ suction. Warning: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.